Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the problem reported. This system was primed and tuned with no further issues. The system was tested and met all product specs. While onsite, the company rep was told by the scrub technician that the "test handpiece" icon stayed gray after priming the cassette. The rep informed the technician that was the reason they could not tune. The unit had failed to pass priming. (B)(4).

Event description:
Adverse event(s): "pt impact is unk" (no known impact or consequence to pt). Product problem(s): "would not prime" (failure to prime). A customer reported the system would not prime after initial set-up. Pt impact is unk. Multiple attempts have been made to retrieve additional info but none has been received to date.